Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The customer's blood glucose level was 102 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The insulin pump alarmed a21 after battery change due to faulty component on the interface board. However, the operating currents are within specifications and passed self test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No a17 alarms noted. The insulin pump was received with cracked case at the display window corners, cracked battery tube threads, broken belt clip slot and minor scratches on the lcd window.